Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, the information provided by the user indicates that the catheter was attached to the device prior to advancement down the endoscope channel and the on/off valve was switched to the "on" position before reaching the bleed to be sprayed. This is the most likely cause of the occurrence observed. To assist the user, the instructions for use state, "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel. Slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." The IFU continues, "attach the catheter to the handle, ensuring the connection is secure. To allow powder deployment, turn red valve to open position such that the valve is parallel with the direction of spray." The information provided by the user indicates that the trigger button was pressed while the catheter was inside of the scope. The IFU states, "do not press trigger button until powder deployment is desired." Prior to distribution, all hemospray endoscopic hemostat are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the information indicates that the catheter was attached to the device prior to advancement down the endoscope channel and the on/off valve was switched to the "on" position before reaching the bleed to be sprayed. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an unknown endoscopic procedure the nurse used a cook hemospray endoscopic hemostat. It was reported that the hemospray started to spray before exiting the channel. Clarification was received from the customer that the trigger was pressed while the device was in the scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.